Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high ise (ion-selective electrode) results on their au680 chemistry analyzer. There was no report of an adverse event in association with this event. The samples were repeated on the same analyzer with results considered correct. The customer stated ise calibration slope was high on all three electrolytes, and qc (controls) were also high on the day of the event. The customer provided data for two (2) patient samples.